Manufacturer narrative:
A device evaluation was not performed as the customer acknowledged that the root cause of the reported issue was due to the pump settings needing adjustments. The customer consulted with healthcare provider regarding making the adjustments to the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 50 mg/dl. Juice and snacks were consumed to treat bg. Reportedly, the customer was a new pump user and the settings needed adjustment. Contact reported consulting with healthcare provider regarding adjusting the pump settings.